Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 495 mg/dl at the time of incident and current blood glucose value is 265mg/dl and the next reading was 193mg/dl after hospitalization. Customer stated that they contacted healthcare professional and believed he was driven to the hospital at the advice of his general practitioner. The customer experienced symptoms such as nausea, vomiting and difficulty breathing. The customer was treated with the pump. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.